Manufacturer narrative:
Investigation summary: one photo received and confirmed for foreign matter on the cannula. No test performed since samples were not received. The photo shows a assembled needle with a plastic string at the tip needle. Probable root cause: safetyglide needle assembly line. A device history record review of the finished product as well as needle batches showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported with the use of the bd safetyglide¿ shielding sterile subq hypodermic needle there was an issue with foreign matter.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd safetyglide¿ shielding sterile subq hypodermic needle there was an issue with foreign matter.